Manufacturer narrative:
(B)(4). Final analysis found an external insulation abrasion noted breaching the outer insulation and exposing the outer coil at 17.2cm to 17.5cm from the connector pin. Abrasions are consistent with constant friction with another implantable device. This likely caused the complaint of noise reported in the field. (B)(4).

Event description:
It was reported that the patient presented in clinic, the atrial lead exhibited noise. The lead was explanted and replaced successfully. No patient symptoms were reported.